Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a helium loss alarm and system error 7. As a result, the pump was swapped out. The iabp was evaluated by a field service engineer (fse). There was no report of patient complication or serious injury and death.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a helium loss alarm and system error 7. As a result, the pump was swapped out. The iabp was evaluated by a field service engineer (fse). There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of the helium loss alarm is confirmed based on the recorder strips submitted with the reported complaint, however, a field service agent serviced the pump and could not duplicate the alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.